Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after filling the cartridge with 200 units of insulin. Reportedly, the cartridge remained static at 70 units for a day then dropped to 11 units. There was no impact to the customer's blood glucose level. It was indicated that the customer would contact tandem technical support at a later time to be guided through the load process.